Event description:
Our company received additional information that this device and defibrillation lead continue to display high shock impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The products remain in service and will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular defibrillation lead displayed high shock impedance measurements via latitude. The patient was seen in the clinic and the lead impedance was 80 ohms. The products remain implanted. No adverse patient effects were reported.